Event description:
According to the reporter, the videolaryngoscope's display flickers and went black after being turned on based on the video provided, during the procedure. There was no reported patient outcome.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the display was dim and quickly turned off. Though the led worked without any issue. Then, a test battery was used with the customer¿s device, and there were no problems found with the device. There was no screen or display issues. The power was kept on for 10 minutes and there were still no issues found. The customer¿s battery was also put into the test (cl-16058) and the display issues were replicated. Ingress testing was completed, and it was found that the device had increased in mass by 0.110 grams (cl-15756). So, the device did not fail ingress testing. When a test battery was put back into the device, it was found that the display worked without any issue. It was reported that the video laryngoscope's display flickered and went black after being turned on. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.